Event description:
When the nurse disassemble the instrument, the tip of the instrument fell off. They could see the split (to fix the tip to the rest of the instrument) was broken. They couldn't find the split, so they don't know if it still is in the patient or somewhere in the op-room.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation confirmed that the tip (hex body) of the angled acetabular cup inserter had broken off the inserter as reported. The product involved in this complaint was manufactured prior to the implementation of design changes to mitigate this failure mode (eco193427). As a design change is already in place no further action is identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation.